Event description:
It was reported that the customer's insulin pump had a button error, which was discovered while administering a bolus dose. Her blood glucose was 207mg/dl at the time of reporting. The insulin pump was returned. No additional information was reported.

Manufacturer narrative:
No unexpected button error alarms noted. Displacement test was not performed due to unresponsive keypad. No button response on the act button due to corroded keypad traces. The insulin pump was received with cracked lcd window, cracked case at lcd window corners, cracked reservoir tube lip, cracked reservoir tube window, cracked reservoir tube, and cracked battery tube threads and cracked belt clip slot.

Manufacturer narrative:
Currently it is unknown whether or not the device may have caused or contributed to the event. The device has been returned, but not yet evaluated. Further information will follow once the analysis has been completed. No conclusion can be drawn at this time.